Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted; one in cx and one in the lad. An angiographic complication of distal embolization occurred during the implant of the endeavor sprint in the cx.